Manufacturer narrative:
Zimvie (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. E1: email address: unknown / not provided. G4: premarket identification: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that the driver tip is fractured. Procedure completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative: this supplemental is being reported as retraction since this event was initially created/submitted to FDA under the wrong submission site pbg-3i on march 17, 2025 with MFR number 0001038806-2025-00588. After new information received on june 10, 2025, it was determined that this complaint corresponds to a FDA site zfx. A new report will be submitted today after the correction.

Event description:
No further event information is available at the time of this report.